Event description:
As the paramedics were placing the boussignac CPAP system on a pt, the tubing and connection port broke off. The device was placed on correctly and there was no trauma or damage to the device noted prior to this failure. Dates of use: (B)(6) 2012 - (B)(6) 2012.